Event description:
It was reported to medtronic neurosurgery that the patient underwent a shunt revision. The report states the manufacturer of the shunt was unknown. According to the report, the patient did not incur any injury and was doing well following the event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.